Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, pre-existing damaged leaflet, enlarged left atrium, and enlarged left ventricle. A mitraclip xtw was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xt (41126a1034), was inserted and grasping was performed. However, after three grasping attempts, worsened leaflet damage was observed, and the leaflets were unable to be grasped. Therefore, the clip was removed and replaced. A third clip, a mitraclip xtw (41010r1067) was inserted and positioned in a more lateral position. However, the leaflets were unable to be grasped, worsened leaflet damage was observed. Therefore, the clip was removed from the patient. No additional clips were implanted, and the mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported positioning failure of inability to grasp the leaflets was due to patient morphology/pathology due to initial leaflets structural damages and indentations. The reported patient effect of additional tissue injury was due to multiple grasping attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.